Event description:
Hosp biomedical engineering was testing instrument after MFR performed a repair. They injected .4cc of air into an administration set that was set up on the pump and the air-in-alarm on channel "b" did not activate.